Manufacturer narrative:
This report is for an unknown va condylar plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Part of the plate remained in the patient¿s bone; device not considered fully explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a revision procedure for the removal of the broken variable angle (va) condylar plate and retrograde nailing on (B)(6) 2019, the surgeon encountered difficulty in removing the broken plate due to a very poor bone quality and soft tissue status of the patient. Thus, only the distal part of the plate was removed, while the proximal part was left on the patient. Initially, the patient had an implantation of an unknown va plate and unknown screws last (B)(6) 2018. There was no surgical delay reported. The procedure was successfully completed. Patient status is unknown. No further surgery is planned to remove the remaining part of the plate as the patient is too old for another surgery. According to the surgeon there wont be any harm to the patient. (B)(4) will capture the intra-op events where the surgeon encountered difficulty in removal of the broken plate, while related complaint (B)(4) will capture the post-op events where a revision procedure was performed due to a broken plate. This report is for one (1) unknown variable angle (va) condylar plate. This is report 1 of 2 for complaint (B)(4).